Manufacturer narrative:
Replaced word "pump" with "cartridge".

Event description:
A new cartridge was loaded and an accurate fill estimate was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an inaccurate fill estimate was received after filling the pump with 480 units of insulin. A new pump was loaded and an accurate fill estimate was received. Blood glucose was 120-130 mg/dl.